Event description:
Reporter stated that at 12:55 customer tested with device but test strips were expired and results = "hi." Reporter called hosp and was advised to give customer water and retest. At 3 a.m. Customer retested and results - "hi." Customer was taken to the emergency room (ER). ER meter results = 144 mg/dl. No treatment was given. Controls not used. A request was made to return and replacement product was sent.